Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to leaking from reagent probe on unicel dxc 600 pro synchron clinical system. No injury was reported and there was no effect to patient or user.

Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).

Manufacturer narrative:
(B)(4). The device has been received and evaluated by baxter. The reported condition was confirmed but not duplicated. The assignable cause is faulty communication harness. The communication harness was replaced.

Event description:
The facility reported a colleague pump with a system failure. The event occurred during delivery. There was no documented patient injury, adverse event or medical intervention necessary. The user interface module master software version for this device is 6.13.90, categorized as remediated. No additional information is available.